Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. It was reported the first syringe looked like it was bug parts and the second syringe looked like there was pieces of rubber. Our quality team has completed a device history record review for material number 306547 and lot number 5262073. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.

Event description:
It was reported bug parts in the syringe. Verbatim: 1st syringe looked like it was bug parts and she had pushed most into her system before noticing.